Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph and 1 sample from the customer in support of this investigation. Evaluation of the attached 1 photograph and 1 returned sample indicate 1 tube with an incorrect stopper (grey), that had been applied to an sstii tube (should have been red). 100 retained samples were visually inspected, no grey stoppers were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photograph and sample provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1.initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the cap is assembled abnormaly. The following information was provided by the initial reporter. The customer stated: defect: the rubber stopper of the blood collection tube cap is assembled abnormally (the red rubber stopper is assembled into a gray rubber stopper). Quantity: 1 piece. Impact: no other adverse effects on patients.

Manufacturer narrative:
D10: device available for eval: yes d10: returned to manufacturer on: 10-oct-2023. H.6 investigation summary: bd received 1 photograph and 1 sample from the customer in support of this investigation. Evaluation of the attached 1 photograph and 1 returned sample indicate 1 tube with an incorrect stopper (grey), that had been applied to an sstii tube (should have been red). 100 retained samples were visually inspected, no grey stoppers were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photograph and sample provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the cap is assembled abnormally. The following information was provided by the initial reporter. The customer stated: defect: the rubber stopper of the blood collection tube cap is assembled abnormally (the red rubber stopper is assembled into a gray rubber stopper) quantity: 1 piece. Impact: no other adverse effects on patients.